Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. One day after onset, the patient was hospitalized. The cause of the event was unknown. On an unreported date, the patient began treatment with meropenem injection 1.5 grams once daily (route and duration not reported) and heparin injection 1000 units intraperitoneally each bag (specific frequency of bags and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.